Event description:
Literature review - article thrombus aspiration alone during primary percutaneous coronary intervention as definitive treatment in acute st-elevation myocardial infarction. There was some distal embolism with some of the procedures using the export - adverse event. Additional information has been requested, however, to date no additional information has been obtained.

Manufacturer narrative:
(B)(4). Device discarded not returned for evaluation. The actual device was not returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore, a review of the device history record can not be performed. If in the future additional information or the device is returned, a follow-up medwatch report will be submitted. The event has not been confirmed due to no product returned. The analysis is complete as of today (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.